Event description:
It was reported that the patient experienced stimulation in the pocket area of the implantable pulse generator (ipg) device. It was also reported that the right ventricular (rv) lead exhibited high threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.